Event description:
It was reported that the device does not hold pressure. There was no report of patient involvement or adverse consequences.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device does not hold pressure. There was no report of patient involvement or adverse consequences.